Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The end user states that the device has become wobbly. The end user states that the rear shroud is loose and rattling, and that the seat is wobbly.